Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the reusable rigid endoscopic tissue manipulation forceps had a malfunction on the grasping forceps (forceps were chipped). The issue occurred during an unspecified laparoscopic procedure. The procedure was delayed. There were no reports of patient harm.